Event description:
It was reported that the right atrial lead exhibited a degradation in sensing. During lead revision, the lead was accidently extracted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.